Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing set separated with a tpn infusion in the nicu. Although requested, additional information was not provided.